Event description:
It was reported that the powerloc had a crack at the y-site. It was stated, it appears to be cracking at the y-site when they connect a syringe or IV tubing to this port.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 19ga powerloc max safety infusion set. The depicted portion included the y-site. Fluid residue was observed within the sample. A needleless injection cap was attached to the y-site luer adapter. A circle had been drawn on the photograph around a portion of the y-site near the luer orifice, with an arrow pointing toward the center of the circle. Damage/leaking was not discernible during inspection of the submitted photograph. The device could not be thoroughly examined or functionally tested. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc had a crack at the y-site. It was stated, it appears to be cracking at the y-site when they connect a syringe or IV tubing to this port.